Event description:
Info received indicates the brake pedal will lock but the left foot brake caster will not lock into brake.

Manufacturer narrative:
The account decline to repair the bed at this time.